Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analyst commented, from (B)(6) 2015 through (B)(6) 2016 minimum atrial impedance measured between 216-248 ohms. Since (B)(6) 2015 there have been 2969 short circuit paces and 326 non-physiological senses with 3785939 successful paces. Currently unipolar.

Event description:
It was reported that during use of atrial lead, a lead warning triggered for low impedance, lead mode setting was re-programmed, and the lead remained in use. Approximately, one year later atrial high rate episodes were noted and suspected as oversensing. Adjustments to lead sensitivity settings were recommended, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.